Event description:
It was reported that the insulin pump alarmed motor error. The customer did not recall the blood glucose reading. No significant events leading to the alarm were observed. The customer stated that he did have a magnetic resonance imaging session but that the insulin pump was outside of the room during the procedure. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.